Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, an issue related to the lcd display screen was observed. The device's lcd display screen was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.